Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance (1500 ohms to 2,000 ohms) and seems to be jumpy. Rhythcare provided recommendations for troubleshooting. This rv lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).